Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Upon further analysis, conductor fracture was confirmed via x-ray imaging. No intervention was performed at this time. The patient was stable and will continue to be monitored.